Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016: crts (B)(4) (con): the consumer reported that they fell on her back, right on the implant in (B)(6) 2016. After the fall, the patient noticed that she was charging more frequently. The patient used to charge every week and a half to 2 weeks, but now she was charging every 3 to 4 days. The patient met with a manufacturing representative and was told to replace the recharger. Troubleshooting was performed and it was determined that the recharger was working as designed. The implantable neurostimulator (ins) battery was charging and was currently 75% full with all 8 coupling boxes. The patient never used the patient programmer to check the ins battery level. The patient had not reprogrammed or switched to a new group and they charged the ins to 100% full. No patient symptoms reported. Indications for use include headaches.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.